Manufacturer narrative:
The collimator for the imaging system was returned to the manufacturer for analysis. The collimator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the y-axis blades of the collimator would stick. The collimator was then replaced and realigned to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect collimator was received by the manufacturer for testing on 8 february 2017. Testing has not been completed on the collimator so results are not available at this time.

Event description:
A medtronic representative reported that, while in a minimally invasive oblique lumbar interbody fusion (olif), the imaging system displayed "error initializing collimator." The reported issue occurred once the patient was under anesthesia. The patient only consented to a minimally invasive procedure, so the surgery was cancelled. No incision had been made in the patient when the reported issue occurred. No additional information was provided. There was a reported delay to the procedure of more than 1 hour due to this issue. No reported impact has been reported on the patient, aside from surgery being aborted and rescheduled.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.